Manufacturer narrative:
(B)(4). The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number were provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following article: yu, w., et al (2016) proximal femoral nails anti-rotation versus dynamic hip screws for treatment of stable intertrochanteric femur fractures: an outcome analyses with a minimum 4 years of follow-up, bmc musculoskeletal disorders, 17 :1-6. (B)(6). This was a retrospective study of 220 patients who were treated between with dynamic hip screws (dhs) or a proximal femoral nails anti-rotation (pfna) between june 2005 and november 2015 for the management of stable interotrochanteric femoral fractures (iffs). The purpose of this study was to compare outcomes and complications between dhs and pfna in the treatment of stable iffs. The primary outcome measure was re-operation rate. Follow-up was undertaken at 1, 3, 12, 15, 18, 21, 24, 36, 48 postoperative months, and at final follow-up. Radiograph outcomes were obtained at all visits. Two hundred twenty two patients (110 in the pfna group and 112 in the dhs group) were evaluated. Patients in the pfna group were implanted with a competitor's device. This complaint will only include information on the 112 patients in dhs group who were implanted with dhs: standards screw/blade system, synthes, (B)(4). Complications: dhs group. Sis: deep vein thrombosis (n=2), periprosthetic fracture (n=5), limb length discrepancy (>2.5 cm) (n=1), malunion (n=1), nonunion (n=1), cutout (n=3), abductor tendon deficiency (n=2), heterotopic ossification (n=2), aseptic loosening (n=1), intraoperative nerve injury (n=3), wound infection requiring revision (n=1), periprosthetic infection (n=2), osteolysis with well-fixed implants (n=1), the reoperation rate at the last follow-up visit in the dhs group was 13.4 %. This report is 1 of 3 for (B)(4). This report is for unknown trauma (unknown dhs), unknown quantity and unknown lot number.